Event description:
Customer's doctor called to report his customer was hospitalized for dka. Also stated customer was put on an insulin drip. Further, device was showing a partial display. Customer declined to perform any troubleshooting due to the condition of the screen. Customer requested a replacement.